Manufacturer narrative:
UDI section is unknown. No product information has been provided to date. A product sample was received for evaluation. Visual and functional testing were performed. Due to the customer forcing a temp check or disposable onto the device it damaged the micro switch. Because of the age and condition of the device it has been deemed beyond economical repair and will be scrapped. A manufacturing device history review (DHR) was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
It was reported that there is an alarm issue number two and clear case cracked. Additional information received stating that the event occurred during inspection. Not during patient use.